Event description:
Related manufacturer report number: 3006705815-2022-17993. It was reported that the patient experienced inadequate stimulation and pain at the ipg site while charging. Troubleshooting revealed invalid impedance on lead. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.